Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons break off inside of me and I had to fish them out- vagina [foreign body in reproductive tract]. Tampons break off inside of me [device breakage]. Case narrative: consumer reported via email that two tampons broke off inside of her and she had to fish them out. No serious injury was reported.

Event description:
Tampons break off inside of me and I had to fish them out- vagina [foreign body in reproductive tract] tampons break off inside of me [device breakage] case narrative: consumer reported via email that two tampons broke off inside of her and she had to fish them out. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons break off inside of me and I had to fish them out- vagina [foreign body in reproductive tract] tampons break off inside of me [device breakage] case narrative: consumer reported via email that two tampons broke off inside of her and she had to fish them out. No serious injury was reported.

Manufacturer narrative:
An investigation is in progress for returned product received on july 20, 2022.